Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there were multiple deployment issues with the sealant of the mynxgrip vascular closure device (vcd). The sealant did not deploy correctly and in some instances the sealant will not come out with deployment. There was no reported patient injury. The devices will not be return for analysis as it was discarded in the hospital.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. A review of the manufacturing documentation associated with lot (f1808902) presented no issues during the manufacturing process that can be related to the reported event. This is one of 4 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00724, 3004939290-2018-00725 and 3004939290-2018-00726. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, h2 and h6 have been updated accordingly. As reported, there were multiple deployment issues with the sealant of the mynxgrip vascular closure device (vcd). The sealant did not deploy correctly and in some instances the sealant will not come out with deployment. There was no reported patient injury. The devices were not returned for analysis. The device history record (DHR) reviews of lot f1808902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is one of 4 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00724, 3004939290-2018-00725 and 3004939290-2018-00726.